Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the infusion set that caused the blood glucose to rise and led to hospitalization. Blood glucose level at the time of the incident was 487 mg/dl which was treated with manual injection. Customer was diagnosed with diabetic ketoacidosis and treated with insulin drip. During troubleshooting, the caller stated there were air bubbles in the tubing. Caller was not able to perform high pressure test. The insulin pump was not replaced or returned for analysis.